Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A (B)(6) -year-old man with a bmi of (B)(6) presented to our clinic 6 years and 7 months after undergoing an index total hip arthroplasty at an outside facility. The patient had been doing well until he felt a pop in the hip, after which he used narcotics for pain and crutches for walking for 2months. He then presented to our clinic. Radiographs demonstrated dissociation of the femoral head from the trunnion. During the revision total hip arthroplasty, gross metallosis was encountered after opening of the capsule. The femoral head had disengaged from the trunnion, and the trunnion was severely damaged and could not support a new femoral head. The stem was well fixed, and extensive burring was required to remove the femoral component from the bone. The cup was exposed and noted to be stable, and a fresh acetabular liner was placed. Multiple soft-tissue cultures were performed, none of which were positive. A modular revision stem and a size-3615 ceramic head were used to reconstruct the femur.